Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air and water cylinder and air/water channels, but it was not possible to identify the foreign matter. Due to a leak failure in the scope cover, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the findings reported in section b5, the following was discovered; the water tightness was lost due to wear of scope cover packing, the scope cover had a crack, the grip was shaved, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the right/left knob had a scratch, the up/down knob had a scratch, the forceps channel port had a scratch, the mouthpiece was deformed, the plug unit had a scratch, the scope connector cover unit had corrosion due to water leakage, the label on suction connector was peeled, the insulation resistance value at distal end did not meet the standard value due to a chip on the plastic distal end cover, illumination was uneven due to a crack on light guide lens, the image had a partially dark area due to a scratch on the objective lens, a flare occurred due to adhesive peeling around the objective lens, the objective lens had a crack, the light guide lens had corrosion, the light guide lens had a crack, the connecting tube had a wrinkle, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a white ring in optics. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a white foreign material was in the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.